Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise was displayed on the merlin.net transmission. The lead is programmed unipolar. The device was reportedly oversensing the noise and inhibiting pacing. The decision was made to continue monitoring the patient. The patient is fine